Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a1, b4, b5, g3, g6, h2, h3, h6, h11. Complaint can be confirmed through the returned product analysis. Visual examination of the returned product identified the liner shows damage from attempted implant. Locking features, rim, anti rotation scallops, and inner spherical surface are noted with significant damage. Liner appears out of round. Gouges, indentations, deformation, and scratches present. No other damage was noted. Overall width, overall, height, and wall thickness were measured at the least damaged areas and in specification. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the 40mm liner for the 56 g7 cup would not lock into place inside the cup. No known impact or consequence to the patient. It was reported that no further information is available.